Event description:
Hill-rom received a report a hill-rom technician stating the right siderail is not latching. The bed was located at the account in the basement hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a roller guide, bushing, and screw missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the roller guide, bushing, and screw missing to resolve the issue. Based on this information, no further action is required.